Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. A sales representative confirmed the reported symptom and replaced the device. There was no harm or injury reported. The device was received and evaluated by the manufacturer. Review of the log files showed a ventilator inoperative alarm due to an attempt to reinstall an upgraded application software. The software version was upgraded again and it was confirmed the error was resolved.